Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; no product was returned or pictures provided visual and dimensional evaluations could not be performed. Device history records review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through a journal article that 1 patient underwent head and liner exchange to a constrained articulation approximately two months postoperatively due to recurrent dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: foreign - event occurred in australia. G2: literature - ramasamy, b., abrahams, j. M., bunting, a. C., costi, k., clothier, r. J., solomon, l. B., & callary, s. A. (2025). Total hip arthroplasty for acute acetabular fractures through the replace-in-situ philosophy. The bone & joint journal, 107-b(8), 784-792. Https://doi.org/10.1302/0301-620x.107b8.bjj-2024-1232.r1. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.